Manufacturer narrative:
Submit date: 4/25/2018 .the incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy. There have been 4 recorded and reported incidents documenting that the monojet syringe broke at the tip.

Manufacturer narrative:
Submission date: 08/14/2018, an investigation was performed for the reported customer complaint: ¿the customer reports that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy. There have been 4 recorded and reported incidents documenting that the monojet syringe broke at the tip.¿ a review of the device history record (DHR) for the reported lot number indicates product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. Molded component records were also examined with no issues noted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. During the manufacturing of the syringe assemblies, control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Two (2) samples in opened blister packaging were received for evaluation for this customer report. During the quality inspection standard visual inspection, the following observations were noted: the first syringe sample had a broken luer tip. The second sample had a damaged luer tip, with skived plastic material attached. Since the syringes were reported to have been filled, the damage observed during the complaint sample evaluation was most likely not present at the time of syringe preparation with medication. Evaluation on how the further processing and handling of the medical device during preparation and administration may have affected the syringes could not be speculated. At this time, there is not enough information to warrant the initiation of any further action. Due to the inability to assess all contributing factors, the complaint is unable to be confirmed. A definitive root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.